Event description:
Tbm states that an end user fell out of the bed, that had half rails on it and died immediately. Additional information, dealer states that the bed has been picked up and is quarantined at his dealership. Dealer states that there is no defect found in the bed or the rails and that the end user's wife has not implied that the bed or rails are defective. Dealer stated that the end user had the bed less than a month and the wife of end user asked for full length rails after delivery. She was advised they were not available, but that she could get another set of half rails. Dealer attempted to deliver the second set of rails and was declined delivery from the end user's wife because she was busy.